Event description:
It was reported by service report that the foot end cover was broken, exposing sharp edges. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.